Event description:
It was reported that a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. The customer¿s blood glucose (bg) level was 800 mg/dl to what was displayed as ¿high¿, with high ketones that were identified as dangerous by a healthcare provider. The customer went to the emergency room and subsequently admitted to the hospital's intensive care unit where they were treated with intravenous fluids of saline and insulin. Customer was released on (B)(6) 2025 with issue resolved and no permanent damage.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.